Manufacturer narrative:
The complaint sample was not made available for evaluation. The lot number was provided, and the manufacturing review did not indicate that this complaint was due to the manufacturing process; no complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported by the consumer, the consumer purchased contact lenses on (B)(6) 2017 and felt itching after wearing the lens for 2 days. The consumer was diagnosed with allergic conjunctivitis and ¿early¿ corneal ulcer. Additional information received from the consumer states that treatment consists of a medication to kill germs. The consumer is not experiencing stinging. Additional information received on 02-17-2017 indicates the event has resolved.